Manufacturer narrative:
No button error alarm. The insulin pump was received with no button response due to flattened act button keypad dome. Keypad connector was found closed properly during visual inspection. Analysis was unable to perform functional test due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had issues with connection and believed that the insulin pump was not working properly. The customer¿s blood glucose level was unknown at the time incident. The customer reported that the light on the insulin pump was burnt and he could not read it and the insulin pump was recording carbohydrate incorrectly. The insulin pump was returned for analysis.